Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing resulting in inappropriate shock therapy approximately one month post implant. The programmed vector was changed and resulted in undersensing. Review of all available programmed vectors noted poor signal amplitude measurements. A chest x-ray was performed and noted that the electrode appeared to be a little bit rotated toward the sternum. The physician elected to explant the system and implant a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.